Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29apr2019. The service engineer (se) inspected the device. The se addressed the reported issue by performing a high internal oxygen alarm test and test performed by disconnect oxygen from the ventilator. The se waited for 5 minutes to allow the internal oxygen percentage to stabilize multiple times and all tests passed.

Event description:
It was reported that the ventilator generated occlusion safety valve open alarm and a high internal o2 alarm error codes. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified: estimate used.